Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized on (B)(6) 2017 at 10 a.m. Due to high blood glucose. The customer¿s blood glucose level at the time of admission was over 600 mg/dl. The customer had symptoms such as nausea, trouble breathing, headache, and fatigue. They were treated with manual injections by the doctor. Their current blood glucose level was 420 mg/dl. Troubleshooting was performed. It was noted that the customer had called back to perform the high-pressure test. The insulin pump passed the high-pressure test. The device will not be returned for analysis.